Event description:
Pt revised for polyethylene wear.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history record did not reveal any mfg deviations or anomalies. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted the product was implanted for approx eighteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.